Event description:
Dr. [Redacted name] was using sterling 7.0mm x 100mm pta balloon dilatation catheter inside patient vessel, when it was noted on intraoperative x-ray that it had ruptured. Catheter was removed from patient and examined. All pieces were present, and the length measured correctly, but balloon had ruptured open. X-ray showed no remaining pieces inside the patient. However, the balloon is radiolucent. It is unknown which product number correlated to the ruptured balloon as we had opened two of them. X-rays of chest and abdomen obtained. X-ray of chest read by dr. [Redacted name] showed foreign body in heart area, likely from ivc filter. Dr. [Redacted name] notified. X-ray of abdomen read by dr. [Redacted name] and was negative.